Event description:
Device issue: unraveled suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported via a user facility medwatch report that the physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during device deployment, the knot unraveled. The suture was removed and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided. User facility medwatch states: attempted to deploy perclose closure device and the suture unraveled.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. A voluntary user facility medwatch report was received; no report number was provided.